Manufacturer narrative:
Complaint conclusion: before use on the patient, it was reported that black particles were noted on the hub of a f6 inifiniti tl jl4 100cm catheter. There was no patient injury reported. A non-sterile diagnostic catheter cath f5 jl .038¿ 100cm was received coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis, a black color appearance foreign material was noted on the partition line of hub unit. No other anomalies observed. The received unit was sent for an ftir test to the analytical laboratory in order to determine the chemical composition of the observed foreign material on the catheter hub. Ftir test states that the ir peaks obtained from the foreign material shows characteristic bands attributed to a silicon + alcohol compounds, therefore the material that shares the same behavior and is the most probable source will have a silicon backbone; however material appears to have a mix of other compounds attributed to aliphatic chains. According to what was appreciated in the ir behavior of the isolated residue from the hub¿s parting line, it can be concluded that the sample contains alcohol based residues, aliphatic compounds and finally silicon based materials. DHR review activity could not be performed as no lot number was provided. The complaint reported by the customer as ¿diagnostic cardiology catheter-catheter (body/shaft) - foreign material¿ was confirmed per visual and microscopic analysis performed. However, the exact cause of the foreign material found on the hub of unit could not be conclusively determined during the analysis. This issue may be related to the manufacturing process as per analytical analysis it was concluded that the analyzed foreign material found on hub contains alcohol based residues, aliphatic compounds and silicon based materials. A risk assessment has been initiated to further investigate this issue.

Manufacturer narrative:
The complaint conclusion was updated as there was an edit to the product analysis: before use on the patient, it was reported that black particles were noted on the hub of a 6f inifiniti tl jl4 100cm catheter. There was no patient injury reported. The product was returned for inspection. A non-sterile infiniti diagnostic catheter 6f jl4 .038¿ 100cm was received coiled inside a plastic bag. No original packaging was returned for analysis. Per visual analysis, a black color appearance foreign material was noted on the partition line of hub unit. No other anomalies observed. The received unit was sent for an ftir test to the analytical laboratory in order to determine the chemical composition of the observed foreign material on the catheter hub. Ftir test states that the ir peaks obtained from the foreign material shows characteristic bands attributed to a silicon and alcohol compounds, therefore the material that shares the same behavior and is the most probable source will have a silicon backbone; however material appears to have a mix of other compounds attributed to aliphatic chains. According to what was appreciated in the ir behavior of the isolated residue from the hub¿s parting line, it can be concluded that the sample contains alcohol based residues, aliphatic compounds and finally silicon based materials. A deice history record (DHR) review could not be performed as no lot number was provided. Although the substances used to replicate the contamination on the hub are silicon based and they are similar to the results from the ftir analysis, they do not look like the black substance presented on the complaint sample once they were applied on hubs. The complaint reported by the customer as ¿diagnostic cardiology catheter-catheter (body/shaft) - foreign material¿ was confirmed per visual and microscopic analysis performed. However, the exact cause of the foreign material found on the hub of unit could not be conclusively determined during the analysis. It was concluded that the analyzed foreign material found on hub contains alcohol based residues, aliphatic compounds and silicon based materials. No corrective or preventive actions will be taken at this time, given that the reported event was not confirmed to be related to the manufacturing process.

Manufacturer narrative:
The complaint product was returned on 08-dec-2014. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
Before use on the patient, it was reported that black particles were noted on the hub of a f6 inifiniti tl jl4 100cm catheter. There was no patient injury reported. The product will be returned for inspection.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt. The gender of the patient is unknown. (B)(6).